Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that a neuron 6f 070 delivery catheter (neuron 070) was kinked and ovalized after flush with heparin. The damaged neuron 070 was found prior to use and, therefore, the neuron 070 was not used in the procedure. The procedure was completed using a new neuron 070.

Manufacturer narrative:
Results: the neuron 070 had ovalizations approximately 42.5 cm, 83.5 cm, 100.5 ¿ 101.5 cm, 106.5 cm and 109.0 ¿ 110.5 cm from the hub. Conclusions: evaluation of the returned neuron 070 confirmed an ovalization on the device. If the device is forcefully gripped or mishandled during preparation, the catheter may become ovalized. Further evaluation revealed multiple ovalizations along the length of the device. Some of these damages may have been incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.